Event description:
The insert did not lock fully into the baseplate. The insert was removed and the insert and baseplate were inspected for foreign material such as bone cement, bone, or other materials. The surfaces were free of debris. Another insert was opened and locked into the baseplate correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating locking issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. The device was discarded by the hospital. Medical evaluation not performed as insufficient information was provided for review. Device history review. All devices accepted into final stock met specification. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided to stryker for review. No further investigation for this event is possible at this time.

Event description:
The insert did not lock fully into the baseplate. The insert was removed and the insert and baseplate were inspected for foreign material such as bone cement, bone, or other materials. The surfaces were free of debris. Another insert was opened and locked into the baseplate correctly.